Manufacturer narrative:
The lots involved in this event are: liquid, powder. Retained samples for these lots were evaluated for appearance, set time, and identification, and found to be in specification.

Event description:
It was reported that a patient experienced a sensation of swelling on the tongue after zoe b&t inadvertently came into contact with it. The assistant rinsed the patient's mouth and did not note any swelling or redness in the contacted area; no intervention was required.